Event description:
During patient use, the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart). The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed through both archive data review and functional testing. User advisory 45 is triggered when the platform's driveshaft is not in its designated "home" position. This condition is typically resolved by manually pulling up on the lifeband until it is fully extended, which returns the driveshaft to the "home" position. During the investigation, the platform's encoder driveshaft was stuck due to a heavily sticky clutch plate, preventing manual rotation to the "home" position. Reviewing the archive data showed multiple user advisory 45 (not at "home" position after power-on/restart) on the event date, confirming the reported complaint. The autopulse platform failed preliminary functional testing because a ua45 advisory message appeared at power-up, confirming the reported complaint. The platform was received with a cut portion of the lifeband attached. The lifeband could not be removed because the encoder driveshaft was stuck. Therefore, the remaining portion of the lifeband near the band clip was cut to detach it from the platform. The encoder driveshaft was stuck due to the heavily sticky clutch plate, likely caused by sharp edges on all 12 hex surfaces of the armature plate and/or a burr on the clutch rotor, consistent with normal wear and tear. The autopulse platform was manufactured in april 2020 and is 6 years old. The clutch plate was deburred to resolve the issue, and the driveshaft was subsequently rotated to its "home" position to remedy the complaint. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).